Event description:
Bayer case number: (B)(4). Bloating [bloating], chronic fatigue [chronic fatigue], cognitive disorder [cognitive disorder], sleep disorders [sleep disorder], memory disturbances [memory disturbance], aphasia [aphasia], paraesthesia [paraesthesia], feeling of heavy legs [heaviness in leg], itching of the ear canal [ear pruritus], dysphonia [dysphonia], allergic rhinitis [allergic rhinitis], bruxism [bruxism], dry skin [dry skin], dry nose [dry nose], poor blood circulatio [disorder circulatory system], significant flatulence [flatulence], neck pain [neck pain], depressive tendency [depression], hyroid follow-up - tablets for life [disorder thyroid], mood swings [mood swings], weight gain [weight gain]. Case narrative: the below report was received by health authority ansm (reference number: (B)(4)) on 19-may-2026. This spontaneous case was originally reported by a consumer and describes the occurrence of abdominal distension ("bloating") in a 36 year-old female patient who had essure inserted (lot no. 509791) for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2007, the patient had essure inserted. On unknown date she experienced abdominal distension (seriousness criterion medically important), fatigue ("chronic fatigue"), cognitive disorder ("cognitive disorder"), sleep disorder ("sleep disorders"), memory impairment ("memory disturbances"), aphasia ("aphasia"), paraesthesia ("paraesthesia"), limb discomfort ("feeling of heavy legs "), ear pruritus ("itching of the ear canal"), dysphonia ("dysphonia"), rhinitis allergic ("allergic rhinitis"), bruxism ("bruxism"), dry skin ("dry skin"), nasal dryness ("dry nose"), cardiovascular disorder ("poor blood circulatio"), flatulence ("significant flatulence"), neck pain ("neck pain"), depression ("depressive tendency"), thyroid disorder ("hyroid follow-up - tablets for life ") and mood swings ("mood swings") and was found to have weight increased ("weight gain"). Essure treatment was not changed. At the time of the report, the thyroid disorder, mood swings and weight increased had not resolved. The outcomes for abdominal distension, fatigue, cognitive disorder, sleep disorder, memory impairment, aphasia, paraesthesia, limb discomfort, ear pruritus, dysphonia, rhinitis allergic, bruxism, dry skin, nasal dryness, cardiovascular disorder, flatulence, neck pain and depression were unknown. The reporter considered abdominal distension, aphasia, bruxism, cardiovascular disorder, cognitive disorder, depression, dry skin, dysphonia, ear pruritus, fatigue, flatulence, limb discomfort, memory impairment, mood swings, nasal dryness, neck pain, paraesthesia, rhinitis allergic, sleep disorder, thyroid disorder and weight increased to be related to essure administration. The reporter commented: I would like to undergo allergy tests for all the metals present in the device. I'm starting the process with my primary physician to have the removal done as soon as possible. Current condition of the female patient: thyroid follow-up - tablets for life - mood swings - weight gain. Actions taken in the healthcare facility to treat the patient: not specified. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 85 kg. Case comments: a technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report. In case a sample is received, the investigation might lead to destruction of the sample if required to perform a proper analysis.